Event description:
It was reported that the patient presented remotely via merlin.net. The right atrial (ra) lead was exhibiting noise due to insulation damage. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable.